Event description:
It was reported that during use in an av fistula, a leak was observed at the inflation hub of the pta balloon dilatation catheter. The device was retracted without incident and another balloon was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The investigation is inconclusive as the sample was not returned for eval. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. The conquest pta balloon instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions and potential complications associated with the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.